Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy due to left lead migrated. The issue was confirmed via x-rays. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
It was reported to abbott imaging confirmed a patient¿s lead had migrated out of the epidural space. Reprogramming was able to restore effective therapy. The patient¿s ipg was at 2.88v. A revision took place where the migrated lead and ipg were replaced. A new lead could not be advanced, so it was not implanted. As such, the patient had the one existing lead and a new ipg implanted. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025 wherein the lead was explanted. During the physician was unable to advance the new lead. Hence no new lead was implanted. Therapy was restored with the existing lead.